Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model cc4204bf into the pt's eye and the haptic tore; so, the surgeon cut the lens in half to remove it and replaced it with another model lens. No pt injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product shows the lens is torn in half and one optic is torn off & missing. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.